Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-apr-2022 to 22- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station required reboot. A technical support specialist uninstalled the knowledge base microsoft patch and rebooted station resolves the issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a blue screen. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a blue screen. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station required reboot. A technical support specialist uninstalled the knowledge base microsoft patch and rebooted station resolves the issue. The system functioned as intended.